Event description:
Reporter indicated via clinical notes rec'd to the manufacturer that a vns pt had increased grand mal seizures in (B)(6) 2010. Medication was increased as an intervention. The level of the seizure increase is unk, and it is unk what to attribute it to. The pt recently had replacement of her vns generator and lead due to a suspected lead fracture (reported via MDR #1644487-2011-00450). The explanted devices have been returned and are currently in product analysis.